Event description:
(B)(4). This nightmare of a device is completely taking away the quality of life that I deserve. I'm in pain constantly with every step I take. Pressure in the pelvic area radiating pain so bad. I'm looking fora surgical procedure to remove this device affecting my family, my work, my love for just working out at the gym and any other day today enjoyment. Every step I take I feel this pain just want the device out I want my life back.